Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas corporation alleging a cgm (dex 076) issue. It was reported that the sensor wire was gone after it was removed from the stomach. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue could cause harm to the patient and may require medical intervention from a health care provider.